Manufacturer narrative:
Device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator's display screen froze. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.